Event description:
It was reported that the customer explained the pump screen was cracked and nonfunctional. The blood glucose level was noted to be 220 mg/dl. The pump was expected to be returned for examination, and a replacement pump was issued with a new serial number.